Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 30-sep-2021. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon likely resulted from a faulty charge coupled device (ccd) unit. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned for evaluation in olympus france. The evaluation found no image due to the failure of the imaging unit. The camera cable and the coupler cable were found to be damaged. The faulty parts need to be replaced to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The user facility returned the olympus hd autoclavable camera head to the service center due to the device not working. Upon inspection and testing, it was observed that there was a failure of the imaging unit. Additionally, during evaluation error e311 was observed. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.